Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. The initial was filed as mfg. Report # 3007566237-2015-03707. Additional information received clarified that the correct manufacturing site was site #3004209178.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care provider reported that the spinal cord stimulator did not work for the patient. This issue had been present since 2014. They were trying to figure out who the patient's implanting physician was and what type of lead the patient had. No patient address, device serial number, managing physician, symptoms, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.